Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came for a device check and the right ventricular lead was noted to have high/undefined pacing impedance and the lead was confirmed to have fractured under x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.